Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the cgm graph and the cgm graph was intermittently missing. No additional patient or event information was available. A root cause could not be determined.